Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since the craniotomy and invasive instrument path was applied in a different location in the head than anticipated, with the brainlab device involved, and the transverse sinus was inadvertently cut into, which caused bleeding and the sinus needed to be repaired, although according to the surgeon: the sinus was repaired at the very same surgery. The craniotomy did not need to be changed or extended. The outcome of this surgery was successful as intended, the tumor was resected successfully. Ultimately there was no resulting harm or any other negative clinical effect to the patient, also not due to anesthesia/surgery prolong of ca. 15min. There were no further remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the ca. 1cm deviation of the navigation display resulting in the unintended dissection of the transverse sinus during the procedure, was a movement of the patient's head within the non-brainlab head holder due to an insufficiently rigid fixation of the head, e.g. Due to reuse of single-use skull pins to re-pin the patient at the same procedure, and/or inadvertently applied forces after the initial patient registration to navigation. A movement of the patient's head within the head holder relative to the fixed navigation reference array cannot be recognized or compensated by the navigation and results in a deviated display of tracked instruments on the registered patient image set. Apparently, the resulting deviation in the navigation display was not recognized by the user before the craniotomy, and application of the invasive instrument path, with the necessary and appropriate accuracy verification of navigation after registration, after draping and throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for removal of a tumor in the brain, a right cerebellar mass removal, with a size of ca. 2.8cmx2.1cm, has been performed with the aid of the brainlab cranial navigation sw 3.1. During the procedure the surgeon: fixated the patient's head with disposable radiolucent skull pins in a prone orientation in a non-brainlab head holder, while the patient was still in the hospital bed, and the patient was flipped over onto the CT-scanner/or-table. The patient's head slipped at to pins in the head holder, causing a small skin laceration that was stitched. Being not satisfied with the head fixation, decided to re-pin the patient's head in the head holder using re-using the same radiolucent skull pins. Attached the navigation reference array to the head holder, acquired an intra-operative (pre-surgery) CT scan of the head with automatic image registration to match the display of the navigation to the current patient anatomy, verified the accuracy of registration in the navigation and accepted the registration to proceed. Used the navigated pointer to visualize the positions of the sinuses, and to plan the craniotomy location. Draped the patient, created the craniotomy of ca.3cmx4cm, and used further the navigated pointer to determine the instrument path to the tumor for removal, intended to avoid the cranial sinuses. Following the craniotomy, the transverse sinus was inadvertently cut into, which caused bleeding. The sinus was repaired at the very same surgery. Afterwards it was determined that the craniotomy deviated by ca. 1cm from the intended/planned location, and that the instrument position display by the navigation on the patient's CT scan deviated by the same amount from the actual current patient anatomy. The surgery was continued without the use of navigation under sight, and the tumor was resected successfully as intended, as was verified with another intraoperative CT scan at the end of the surgery. According to the surgeon (treating clinician): the transverse sinus was inadvertently cut into, which caused bleeding. The sinus was repaired at the very same surgery. The craniotomy did not need to be changed or extended. The outcome of this surgery was successful as intended, the tumor was resected successfully. Ultimately there was no resulting harm or any other negative clinical effect to the patient, also not due to anesthesia/surgery prolong of ca. 15min. There were no further remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.